Manufacturer narrative:
Compromised force sensor system alarm during the basic occlusion test due to protruded/loose drive support disk. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, and cracked belt clip slot.

Event description:
The customer reported via phone call that she was refilling the reservoir and tubing when the insulin pump alarmed compromised force sensor system. Insulin was squirting out during the manual prime process. Insulin continued to drip after the motor stopped during the manual prime process. The customer was unable to exit the preparing to prime loop. The drive support cap was loose. Customer's blood glucose level was 55 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.